Event description:
It was reported that during a colectomy the device locked on the patient. The surgeon had to change the video technique to an open procedure. After converting the technique, the device has unlocked and resumed operation and the procedure has been completed.

Manufacturer narrative:
(B)(4). Date sent: 1/18/2022 batch #: v9481l. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the indication for the surgical procedure? Did the patient have any radiation or chemotherapy prior to the operation? What was the target tissue when the device opening issues were experienced? What troubleshooting steps were taken to open the device prior to converting the procedure? How was the device eventually removed from the tissue? How was the surgical procedure completed? Was the same device used or was another similar device used? What is the patient's current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.